Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant on the right side was giving them a lot of huge "jolts," and they weren't sure why. While on call, patient was jolted. Agent asked, patient said they were able to turn the stimulation off, but then they wouldn't have any coverage, which they desperately needed for their bottom half of their body. The issue had been happening for a couple days. Patient said they needed to meet with someone, but they hadn't met with someone for a while and didn't know who to call. Agent reviewed role of representative and provided nas number for patient to give to healthcare provider. The patient was redirected to their healthcare provider to further address the issue. Patient said they were absolutely miserable.